Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections as backup therapy and was informed by technical support that a replacement pump with updated software would be sent. Instructions for usage and storage were provided, and the caller was instructed to return the malfunctioning pump using the pre-paid label.